Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any abnormalities. The power on self test identified the f_49 alarm. The cause of the f-49 alarm was determined to be a damaged main battery. To address this issue, the battery was replaced and the configuration settings were reset. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f_49 alarm. There was no patient involvement. No additional information is available.